Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention. During treatment with right ventricular outflow tract (rvot) premature ventricular contraction (pvc), blood pressure decreased, and cardiac tamponade was considered to have occurred. Because decreased blood pressure and pericardial effusion were noted, ope was performed through thoracotomy, and the procedure was successfully completed. It appeared to occur during the catheter operation in the right ventricle (rv). The patient was found to have decreased blood pressure, and pericardial effusion was noted. Ope was performed through thoracotomy. The patient's condition was stable, and the course was good. The physician commented that it was likely to have occurred during the catheter operation in the rv. Additional information: this adverse event was discovered during use of biosense webster products. Prior to noting the cardiac tamponade, ablation was performed. The physician¿s opinion on the cause of this adverse event was procedure related. Intervention provided was a thoracotomy. Patient outcome of the adverse event is improved. No evidence of a steam pop. There were no error messages observed on the biosense webster equipment during the procedure.